Event description:
The dentist reported that this abutment screw fractured.

Manufacturer narrative:
The complaint investigator's inspection of the returned product has confirmed that this screw has fractured on the threads and the hex has also been damaged. No lot number was provided for review, therefore device history record and complaint history reviews could not be completed. A definitive cause for this device to be fractured has not been determined. (B)(4).